Manufacturer narrative:
Per the clinic, it was reported that the infection experienced by the patient was not device related. This report is filed september 16, 2016.

Manufacturer narrative:
This report is filed on august 23, 2013. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to an infection at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.